Manufacturer narrative:
The troponin t reagent lot number was 81185001 with an expiration date of 30-nov-2025. The customer cleaned heavy buildup off the procell/cleancell cup area, which resolved the instrument alarm. The field service engineer (fse) performed an instrument check, which failed. The fse replaced the measuring cells. Afterward, the instrument check passed. The instrument was operating within specification. The investigation is ongoing.

Event description:
The initial reporter complained of an instrument alarm on a cobas e 801 analytical unit. The customer was troubleshooting the instrument alarm and noticed "several" elecsys troponin t gen 5 (troponin t) results flagged as critical. An unspecified number of patient samples were pulled for repeat testing. Discrepant results were provided for 4 patient samples. Patient 1 initial result was 106 ng/l. The repeat result was 30 ng/l. Patient 2 initial result was 82 ng/l. The repeat result was 18 ng/l. Patient 3 initial result was 106 ng/l. The repeat result was 14 ng/l. Patient 4 initial result was 126 ng/l. The repeat result was 8 ng/l.

Manufacturer narrative:
Calibration was last performed on 13-mar-2025 with acceptable results. Qc was acceptable. There is no indication of a reagent performance issue. No issues were identified during a review of the alarm trace data. The investigation determined the event was due to a maintenance issue.